Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the unit self-activated when a bipolar instrument was inserted into the unit and resulted in a surgical gel foam catching on fire. There was an unk type of footpedal in use during the reported event. There was no pt injury. The site biomedical engineer was not able to duplicate the reported conditions during testing at the site.